Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and contamination under the keypad contacts this report is made based on the results of an investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2015 with the following findings: pump had a dim, pink display. Keypad was peeling from base. Contrast key is intermittently responsive. Removed the keypad and found contamination under the all key contacts. The battery compartment is cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).